Event description:
A second protacker was opened during the same procedure and tested. The device worked during the test but when surgeon went to use it, it wasn't cutting. Removed from field and used a third protacker.